Event description:
During two seperate incidents, upon removal of electrode, infant's skin was either torn or blistered. One child was transferred to st. Christopher's hospital for children to have graft performed. Second child did not require graft.the reports submitted to FDA shall not be construded as an admission by baxter hospital supply division that the product(s) therein are or were defective or dangerous in any respect or that any casual relationship exists betewwen these products and any actual or potential injury. In addition, the submission of a report by baxter hospital supply division shall not be construed as an admision that a reportable event has in fact occurred.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.